Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl. Customer's blood glucose value was 300 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer stated that she was having some trouble with the insulin pump. The customer did not mention any symptoms related to high blood glucose level. The insulin pump will be returned for analysis.